Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008516, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008516 was manufactured according to the work instruction (wi) version 97 and packaging in the machine multivac 14 on 06-aug-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4g04203 was manufactured according to the wi version 34 and manufactured in the machine ls07-ls06, on 04-aug-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4g05775 was manufactured according to the wi version 34 and manufactured in the machine ls24-ls25, on 03-aug-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4g05769 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 01-aug-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4g05770 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 02-aug-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4h00139 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 04-aug-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4h00138 was manufactured according to the wi version 37 and manufactured in the machine ls24-ls25, on 03-aug-2024, with a total of (B)(4) units. Review of the DHR showed that an extended inspection was created due to bent needle, extended inspection was found within specification. Therefore, the review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Test results: physical samples were requested; however, the customer has confirmed that no samples are available for testing. Conclusion: as a result of the following: no physical samples, one extended inspection was raised during the manufacturing process, and found related to the reported malfunction code,this complaint requires further corrective and preventive action (CAPA) determination assessment.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event where needle had slight bow or was at an angle on (B)(6) 2025. The patient reported irritation at infusion set insertion site. The customer changed supplies as necessary and resumed insulin therapy. No further information available.